Manufacturer narrative:
UDI(di): (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged in 2012. The patient was asymptomatic and the lead was programmed off. The lead was successfully explanted and replaced on (B)(6) 2016.